Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the leadless ipg was turned off and replaced with a transvenous ipg system.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) exhibited high thresholds and a pacing problem. It was noted that the patient was experiencing tachycardia. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.